Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 423 mg/dl. The current blood glucose level of the customer was 313 md/dl. The customer specified the other relevant blood glucose level as 232 mg/dl. The customer treated high blood glucose with manual injections. The customer declined the troubleshooting for high blood glucose. The insulin pump will not be returned for the analysis.